Event description:
It was reported that during a da vinci s total benign hysterectomy a cable broke on a mega suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed a cable was broken. The grip cable was broken at the distal idlers. The cable segment stuck out at the instruments wrist. The idler pulley spun freely and was not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.